Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. A 1.2 mm x 12 mm threader¿ balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a threader balloon catheter. There was blood in the inflation lumen. The balloon material was torn 5mm in length. Microscopic examination of the balloon presented no irregularities in the balloon material or the radiopaque (ro) marker that could have contributed to the damage. The tip was damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. Bsc ID: (B)(4), tw: (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. A 1.2mm x 12mm threader¿ balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.